Event description:
It has been reported to philips that the system will not boot up, geometry errors. The system cannot be used. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up and geometry errors. The system log file was reviewed, which confirmed the geo pc malfunction. Upon troubleshooting, fse observed that there was communication problem with geo pc due to which there was partial movement. The part analysis of geo pc was performed, and the cause of the failure was booting code on unit power up and ram not fully seated. To resolve the issue, fse replaced the geo pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.